Event description:
It was reported that the pump's usb port was damaged. There was no adverse impact to the customer's blood glucose level. Customer declined further troubleshooting, and there is no additional information available regarding further actions taken.